Event description:
It was reported that after spinal anesthesia procedure, the clinicians noticed the bupivicaine was not taking effect. As a result, the clinician would try another tray, or just administer general anesthesia due to lack of time. The hospital discarded 6 trays in which the bupivicaine did not take effect. This issue caused delays, however, there was no reported deaths or complications to the patients.

Manufacturer narrative:
(B)(4). Sample will not be returned.